Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbcs from the lrs chamber at the end of the collection. The signals also show that the device was having difficulty maintaining steady state during the spate of pressure alerts at the end of the collection, so it cannot be ruled out that the needle line access may have shifted and caused the sudden number of ¿return pressure high¿ alerts that affected the flow rate. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbcs from the lrs chamber at the end of the collection. The signals also show that the device was having difficulty maintaining steady state during the spate of pressure alerts at the end of the collection, so it cannot be ruled out that the needle line access may have shifted and caused the sudden number of ¿return pressure high¿ alerts that affected the flow rate. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbcs from the lrs chamber at the end of the collection. The signals also show that the device was having difficulty maintaining steady state during the spate of pressure alerts at the end of the collection, so it cannot be ruled out that the needle line access may have shifted and caused the sudden number of ¿return pressure high¿ alerts that affected the flow rate. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbcs from the lrs chamber at the end of the collection. The signals also show that the device was having difficulty maintaining steady state during the spate of pressure alerts at the end of the collection, so it cannot be ruled out that the needle line access may have shifted and caused the sudden number of ¿return pressure high¿ alerts that affected the flow rate. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.